Manufacturer narrative:
Information from this problem will be included in our product complaint and MDR trend analysis. . Not returned to manufacturer.

Event description:
Consumer stated that tampon unravel and components separated at removal. Consumer was able to remove tampon or tampon pieces.